Manufacturer narrative:
Other, secondary intervention - results: (type 2 thoracic aortic arch, severely steep).

Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of thoracic aortic aneurysm. The pt has a type 2 thoracic aortic arch (severely steep). It was reported that the pt presented emergently with severe back pain and was found to have a 6.7 thoracic aortic aneurysm. The following day, the pt was treated with a talent thoracic device, after the blood pressure was reduced to 65. As they were prepping a second device, the fluoroscopy shot was done and they found the device had moved down 10 cm (still within the thoracic aorta). Another talent thoracic device was inserted and deployed correctly at the intended location. No additional clinical sequelae were reported and the patient is fine.